Event description:
During a gynecological laser ablation procedure, the pt had crepitus and received a collapsed lung. Although a co's insufflator was using during the procedure, it was not clear if it had contributed to any of the complications. Pt's current condition is not known by the co at this time.